Event description:
Patient underwent femoral resection for tumor, with reconstruction using biomet tumor prosthesis system femoral component late last year. The patient began to notice left thigh pain with no incidental trauma, he could feel his prosthesis clicking. X-ray revealed that the prosthesis had fractured just distal to the proximal femoral pin sites. He underwent a second surgery 4 months later to remove the broken prosthesis and replace it.